Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on (B)(6)2023, on day 77 of sensor life. No adverse events were associated with this complaint.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation of the returned sensor did not reveal any performance issue. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. Further analysis of the in vivo glucose data shows that the rate of change in the glucose values frequently exceeded 5mg/dl/min. This noise is the most probable cause of the failure. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. No further investigation was possible for this complaint.